Event description:
(B)(6) study. It was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis. The 70% stenosed target lesion located in the proximal right artery (rca) was 28mm long with a reference vessel diameter of 2.25mm. In (B)(6) 2005, the lesion was predilated with the placement of a 2.25x32mm study stent. Residual stenosis was 0%. A non-target lesion in the 1st diagonal was treated with the placement of an unknown size taxus express2 stent. The patient was discharged one day later on aspirin and clopidogrel. In (B)(6) 2008, the patient was admitted to an outside hospital and 90% restenosis was revealed in the non-target 1st diagonal via a coronary angiogram. The lesion was treated with balloon angioplasty and placement of a non-bsc stent. Residual stenosis was 0%. It was further reported that the patient underwent a percutaneous coronary intervention (pci) of an 80% ostial left anterior descending (lad) artery and a 70-80% proximal saphenous vein graft diagonal non-target lesion. The procedure was successfully "resolved" with no complications noted. The patient was discharged two days later without residual effects.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.